Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient still had concerns regarding their device or therapy but was working with their doctor or manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 255730001, implanted: (B)(6) 2010, product type accessory; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient needed help with her therapy to control her implant. It was noted that the patient had knee surgery and possibly needed a second surgery but ¿she was scared as she now had this pacemaker.¿ it was further noted that the doctor destroyed the connection and now the patient needed to find a doctor to fix it.

Manufacturer narrative:
(B)(4).